Event description:
The hosp reported that during a coronary artery bypass procedure, the cb-1000 blower mister ceased to work. It was not putting out anymore saline. They tried troubleshooting it by checking the bag and tubing, but it still would not work. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).